Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the common bile duct (cbd) to treat a malignant biliary stricture during an endoscopic ultrasound-guided biliary drainage (eus-bd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first flange of the axios stent was successfully deployed in the cbd. When the physician unlocked the catheter lock and retracted the catheter to prepare to deploy the second flange, the first flange moved out of the cbd. The device was removed from the patient with the stent still partially deployed on the delivery system. The physician attempted to place a second axios stent, but the same issue occurred. The physician suspected a bile leak, and a double pigtail stent was placed to control decompression and direct bile to the duodenum and away from the cbd wall defect to allow healing. A wallflex duodenal stent was placed to relieve the gastric outlet obstruction related to the pancreatic head mass and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.